Manufacturer narrative:
Sensor 0rfalfg1f has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. The watermark was not observed at the base of the tail. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The sensor passed all tests, so the battery issue is not confirmed. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received a low scan of 70 mg/dl on the adc device compared to a reading of 120 mg/dl on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer reported having contact with an hcp who provided glucose, then insulin (type/dose unspecified), and then glucose again (juice and crackers) for treatment. Upon leaving the doctor's office, the customer experienced sweating and they indicated that the cause of their symptom was due to them not consuming the provided oral glucose from the hcp. Adc customer service attempted to contact the customer to gain additional details regarding the treatment provided for this event, however all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.